Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the hyperglycemia. The user also reported that the cannula was out of the infusion site. This condition could potentially interrupt insulin delivery and may lead to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Using the pod 5 / page 54. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Using the pod 5 / page 44. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Insulet corporation has transitioned to a new complaint handling system april 2017. During this transition period, we continue processing complaints in our legacy complaint handling system (chs) along with processing new complaints in our new chs. As a courtesy, we are letting you know and you can expect two (2) different patient or manufacturer reference numbers during our transition. See below for these references: legacy system: c17-xxxxxx - existing format will eventually be phased out once all complaints are closed out in the legacy chs. New system: cn-xxxxxx format will become the standard once all new complaints and regulatory submissions are managed in the new chs.

Event description:
The customer reported her blood glucose reached 20 mmol/l (360 mg/dl) after wearing the pod on abdomen between 4 and 24 hours. Upon inspection, she noticed the cannula was not properly inserted into the skin and was bent. Hyperglycemia treated by customer activating new pod and bolus.